Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that he took his meter to the doctor (customer had a previous appointment) and they ran a blood test and compared it with their meter and the true metrix meter was giving higher results (comparison results not provided). The customer is concerned with test results from results obtained of 151 mg/dl. The customer's expected fasting blood glucose test result range is 86 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2018 and customer stated strips have been open for about three - four months. The meter memory was reviewed for previous test result history (date/time not set):128mg/dl (B)(6) 2016 06:35 pm fasting: yes; 151mg/dl (B)(6) 2016 06:09 pm fasting: yes; 136mg/dl (B)(6) 2016 06:04 pm fasting: yes; 128mg/dl (B)(6) 2016 06:21 pm fasting: yes;129mg/dl (B)(6) 2016 01:59 pm fasting: yes. Memory concerns: customer is concern with all these results. Customer calling states that meter is not giving accurate results. The results are too high. Customer states that the meter is giving about 20-60mg/dl higher than the true results meter.